Event description:
It was reported that a wireless battery module "makes whatever pump it is connected to cycle power." The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The wireless battery module was returned and evaluated by baxter. Eval confirmed a "check battery" condition, caused by corrosion on the wireless module flex and radio pcb as a result of fluid intrusion. The "check battery" condition prevents functionality of the module and is a known contributor to the reported symptom. The module was determined to be not within spec in relation to the reported symptom. The wireless battery module was retired from service.